Event description:
It was reported that a pump stopped. The last remodulin cartridge change and pump rate increase was two days prior. The patient is unsure how long the pump was stopped. The patient had hard stomach, flu symptoms, stuffed up nose, difficulty breathing and could only sleep sitting in a recliner. Remodulin cartridge change and pump change was completed at the same pump rate. The patient is reporting severe subcutaneous site pain. No medical or surgical intervention was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause is a programming problem. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. If the device is later returned, the complaint will be reopened and an investigation will be completed.